Event description:
Technical services received a call on (B)(6) 2012. Caller was contacted by dr. (B)(6). Patient showed up at dr. (B)(6) at (B)(6) hospital complaining of drainage from site with foul odor. Patient was prescribed antibiotics. Rv lead was implanted (B)(6) 2012. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).